Manufacturer narrative:
.

Event description:
The patient reported that the right side was explanted due to infection on (B)(6) 2010, and the left side was implanted at this time. It was indicated that there was a battery replacement on the left side on (B)(6) 2015. The patient was implanted for interstim-other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.